Manufacturer narrative:
The angiogram and screening CT were submitted for review. The images were reviewed by an edwards lifesciences physician proctor. Echoes for the tavr procedure were not provided. Angiogram: good co-axial position. Good slow expansion of valve. Valve appears well expanded. Observed leak, possible resulting from contrast escaping into ventricle during systole. No observed pvl after second valve deployed. Systole affect, noted in second valve from post deployment aortogram. Echo: no echoes provided, review not performed. CT: annulus measured. Confirm valve area 317mm² lvot area measured 291mm² calcified stj 22 x 23 sov measured 24.7mm x 26.8mm recommend s3 20mm. Observations: first valve was well deployed, good technique noted. Confirmed leak post implant of first valve, unable to quantify without echo imaging. Unable to confirm root cause of reported pvl due to echo images not available. An investigation was performed to assess reports of asymmetrical s3 deployment. The results were documented in an edwards lifesciences technical summary. Thirty¿day post-implantation data was reviewed from the EU clinical study with valves that demonstrated asymmetrical deployment, or ¿height variance¿. No in-vivo effect was attributed to height variance, and eoa and pvl results were satisfactory. Similarly, the bench testing data for awt (accelerated wear testing) and ffft (full frame fatigue testing) exceeded relevant iso 2013 requirements for effective orifice area (eoa) and total regurgitant fraction (trf) demonstrating that the sapien 3 valve is functional and durable. The evidence indicates that the appearance of the valve has no impact on circularity at any level of the valve, no impact on hemodynamics, no impact on durability and no relationship to pvl. In this case, as noted in the imaging review results above, the first valve was well deployed, good technique was noted. The report of asymmetrical valve deployment and the root cause of the reported pvl could not be confirmed as echo was no provided. The second valve resolved the paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure the valve was deployed asymmetrically. A second valve was implanted. The s3 valve was positioned with the bottom of the marker at the bottom of the native cusps, and slowly deployed under rapid ventricular pacing with ventilations held. Post deployment the valve looked slightly longer on the left cusp side although fully deployed. Tte and angiogram images showed mild to moderate pvl. The delivery system balloon was re-advanced and post-dilated with one additional cc. The valve appeared foreshortened slightly on the left cusp; tte and angiogram still showed moderate to mild pvl with a posterior jet visible. The decision was made to deploy a second valve slightly more aortic. The physicians believed that the 1st valve was possibly too low. The valve was deployed under rapid ventricular pacing, and during inflation the valve moved slightly ventricular but the physician was unable to move it more aortic. Coplanar view and deployment were appropriate; unsure of the cause of the mild-moderate pvl. There was no annular calcification and leaflet calcification was mild. The physician did not indicate if the asymmetrical deployment was due to any patient factors/anatomy. Imaging for this case has been provided for review.